Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to hcp meter comparison test, five minutes apart. The results were 121 mg/dl on her meter and 187 mg/dl on the hcp meter (type unknown). The reporter did not have any symptoms.